Event description:
A consumer reported that several months following bilateral intraocular lens (iol) implant surgeries, she has been experiencing halos when driving at night. She described the halos as being "almost totally blinding," sees them around every light, and makes night driving difficult. Now she also has to wear reading glasses to read event minor things due to blurred vision, which is not a as bothersome as her night driving. In a follow up, the consumer reported that she is unable to drive at night due to halos and that her visual symptoms began about two months after the implant surgeries. She saw her surgeon three weeks ago and her vision was 20/25 in the distance. She is seeking a second opinion for further treatment options. Additional information was received from the surgeon who reported that the symptoms persist and the prognosis is unknown. Bilateral yag capsulotomies have been performed due to pco (posterior capsule opacity). There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).